Event description:
It was reported by the user site that during a 3dimensions mammography system procedure on (B)(6) 2026, "they tried moving the unit from left to right and it didn't move and when they tried again, they started getting a burning smell from the gantry." No patient and/or user harm was reported. A hologic field service engineer (fse) was dispatched to examine the unit and "found that u10 on the c-arm control board was burned. Further inspection found that one cable on the compression motor was pinched, with exposed wiring that caused a short circuit." The fse made repairs, which included replacing the gantry side switch boards, c-arm transitions, and control board. Additionally, the fse adjusted the compression motor clutch and repaired the damaged compression motor cable. The fse confirmed that the unit is now functioning properly. No further information is currently available.